Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a defective relay on the pace/defib (pd) engine board. The pd engine board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.